Event description:
It was additionally reported that the patient passed away on (B)(6) 2025 due to multiple organ dysfunction syndrome. There were no device or therapy issues, and the outcome was not considered device or therapy related.

Manufacturer narrative:
Section g2 correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2025 for a sudden drop in flow and low flow alarms. An echocardiogram was performed and showed an unloaded left ventricle and acute right heart failure. It was noted that the patient previously had limited pump function from the right ventricle, but the lvad implant was in 2019. A new computed tomography scan showed no signs of extrinsic outflow graft obstruction (eogo). Log files were submitted for review. The issue was not a pump issue, it was membrane/stenosis on the aortic anastomosis between the outflow graft and the aorta. There were no symptoms reported from the patient. The patient was initially treated with thrombolysis by suspected pump thrombosis. After that the patient underwent implantation from a veno/artery extracorporeal life support (ecls) system to stabilize the hemodynamics. The pump was exchanged on (B)(6) 2025. A new pump was put in place with a new outflow graft with end-to-end anastomosis. The set speed from the pump was 8000 rpm for 4lpm with temporary right ventricular (rv) support. Further analysis on computed tomography (CT) scan showed stenosis or ¿membrane¿ between old outflow graft and ascending aorta, and a new surgical revision on the aortic anastomosis on (B)(6) 2025 was performed. After the surgical approach from the anastomosis there were normal parameters on the lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported stenosis or "membrane" between the old outflow graft and ascending aorta was unable to be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. It was reported that the patient received a heartmate 3 pump exchange on (B)(6) 2025, and the new pump was put in place with a new outflow graft with end-to-end anastomosis. The set speed from the pump was put in place with temporary right ventricular support. Further analysis on a computed tomography (CT) scan showed stenosis or ¿membrane¿ between the old outflow graft and the ascending aorta. It was communicated that CT images were not provided by the customer for review. A new surgical revision on the aortic anastomosis was performed, and normal parameters were observed on the left ventricular assist device (lvad). It was additionally reported that the patient passed away due to multiple organ dysfunction system. It was communicated that due to patient privacy laws, patient outcome information would not be provided; however, a review of available patient records did not reveal device issues at the time of the patient outcome. It was reported that the patient¿s outcome was not device or therapy related, and it was unknown whether an autopsy would be performed or if the device would be explanted. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.